Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider determined a battery failure, replaced the battery and the device worked properly.

Event description:
It was reported that during maintenance a ventilator was operated on battery power for 35 minutes and then an alert was generated. There was no patient involvement.

Manufacturer narrative:
A battery was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.